Event description:
Customer reported an issue with the passport 2 monitor which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the cpu pcb and fan. Performed all functional tests.